Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT at approximately 46 months post implant revealed a proximal type I endoleak. A 28 mm endurant cuff was implanted; however, this did not resolve the event. The physician stated that the cause of the event was due to disease progression and implanting/landing the stent graft lower than intended at the renal arteries at the index procedure. The physician does not know the cause of landing the device lower than intended at the index procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.